Event description:
A malfunction on the pump was reported by the caller with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and no recurrence of the malfunction code was noted after the reset. The customer was advised to continue using the pump and to call back if the malfunction code recurred, which the caller acknowledged and understood.